Event description:
While inserting a triple lumen catheter - after the catheter was in place; the physician was pulling out the guide wire and noted central wire was broken, the outter wire was coming through, after about 3 inches from cold wire the distal piece came through the cather, the intere wire was retrivedinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor. The device was destroyed/disposed of.